Event description:
It was reported that since implant the patient's device was a failure. The doctor told him he had scared wrong. Since then the patient had had 5 adjustments however still not successful. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for radicular pain syndrome(radiculopathies). Patient reported that his trial worked great but permanent implant hasn't worked from day 1 because all it does is stay in one place which is not where his pain is and he turns on the scs full blast for about 15 minutes, then shuts it off, which makes the pain go somewhere else so he doesn't notice it as much. Patient said that's the only way the scs works for him and he doesn't want to get it removed because at least it keeps him up and going and the device seems to be working. No further complications were reported/anticipated.